Manufacturer narrative:
Investigation result summary: after the meter and strip which were used by the user were returned, I-sens performed an investigation. To confirm whether the high reading problem was reproduced, the control solution was taken. The all results were within the 20% difference, and cv% was lower than 5%. When the meter was disassembled, nothing unusual was found. Thus, it is believed that the meter properly functioned.

Event description:
The patient using caresens n voice got the reading of hi. At that moment, the patient was feeling "drunk", thus, her daughter called 911. Forty (40) minutes later, emts arrived and took a glucose test with their meter and got 88 mg/dl. At the same time, when the patient used caresens n voice, the result was 287 mg/dl. The patient used proper testing method, and strips were not damaged or expired. Emt's took her blood pressure and checked her blood sugar. The patient was recovered without any treatment or medicine.